Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during an attempted implant of a right atrial (ra) lead the lead exhibited high thresholds, undersensing and diminished p waves. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.